Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts for part return were unsuccessful, so further evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The issue was discovered during a unit check up.

Event description:
It was reported that during the use of the device for a non-clinical activity, the roller pump would spin then suddenly stop. There was no patient involvement.